Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system consisting of an ipg and percutaneous lead on (B)(6) 2008. It was reported that the pt was having difficulty with the ipg not communicating with the charger. Additional attempts using a different charging system were made with no success. The physician explanted and replaced the ipg on (B)(6) 2008. The explanted ipg was not returned to ans for eval. Follow up on the pt found no further issues reported.